Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that infection was observed on the implantable pulse generator site. The cause of the infection is unknown. Device was explanted during an unknown time. A new device was implanted on (B)(6) 2019. No further information is available at this time.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.